Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device was deployed successfully, however one hour post procedure, the puncture site started to bleed out. Manual compression was applied and hemostasis was achieved after twenty minutes. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. Device #2-2 perclose proglide 12673-03, (B)(4) is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with a loop in the suture that was exposed at the guide. The rail end and non-rail end of the monofilament remained inside the device and when the monofilament was pulled from the device, the knot was present. Although, the anterior cuff, posterior cuff, and the link were not returned, damage was noted to the anterior and posterior needle barbs that are consistent when the needle tip detaches from the cuff. The needle-to-cuff detachment is likely the result of resistance or drag encountered during deployment. There were no abnormal observations noted on the returned device that could have contributed to the reported experience. Additionally, there was no reported patient anatomy issue that could be a contributing factor. A root cause for the posterior needle-to-cuff detachment could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide device was attempted, but with the same results, no suture was attached to the needles when the needle plunger was removed. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.